Manufacturer narrative:
The product has been returned for investigation and the complaint was not confirmed. No new issues were observed, and all results were within range specification.

Event description:
Customer resprouted receiving erratic readings on their blood glucose meter. Customer reported receiving readings of 158 mg/dl, 60 mg/dl and 35 mg/dl within 10 minutes. Tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone, showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.